Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of an m/l system long rasp which was returned for evaluation. Visual inspection of the rasp identified the tip fractured off and was not returned with the rasp. The rasp has wear and tear indicating the use of the device. The device was manufactured in march 2015 with an approximate field service age of 4 years. It is unknown how many times the device was used. The hardness was measured and identified it to be within the print specification. Device was sent for further analysis. The analysis identified fatigue as a mode of fracture identified for a small part of it and transitioned into overload mode for the most part of the fracture. The transition area showed equi-axed ductile dimples and the rest of the fracture showed a quasi-cleavage mode of overload fracture exhibiting ductile dimples on brittle cleavage planes. Eds semi-quantitative elemental analysis of the taper rasp showed that is consistent with 13-8 mo stainless steel. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign source-(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip arthroplasty procedure, the rasp fractured during procedure. This was not noticed until post op. The fractured piece of instrument was not retrieved from patient. Attempts to obtain additional information; however, none was available.